Event description:
The vena cava filter was placed well, with no complications on 12/22/97. On 1/24/98 the pt was admitted to hosp for recurrent pe and filter was found to have migrated to the right atrium. Another filter was placed at that time. Pt was asymptomatic and the filter appeared embedded. Physician decided not to remove the filter at that time and to continue to monitor the pt. On 2/4/98 the filter had moved to the right ventricle and the pt was scheduled for filter removal on 2/6/98. Follow-up calls by nmt have not been answered yet.